Event description:
Healthcare professional reported that a patient was injected in the face with juvéderm® volift¿ with lidocaine. A few days later the patient complaining about lump on their face. The patient was treated by a different healthcare professional because the injector physician had left their job. The new healthcare professional inspected the patient and palpated the area. The reports came back and revealed that the patient was diagnosed with a parotid tumor. The patient had the MRI, fnac to confirm that the diagnosis was correct. The doctor tried to counsel the patient that there is no relevance of hydration. Status is unknown.

Manufacturer narrative:
Clarification: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.